Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/failed essure plug/failure of the right essure device". Concomitant products included drospirenone + ethinylestradiol (yasmin), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, anxiety and depression outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube - # of coils 2, left tube - # of coils 0 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Impression: failure of the right essure device, without ablation or occlusion of the right fallopian tube. The right fallopian tube is full y patent with peritoneal spill.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Outcome of bleeding added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/failed essure plug/failure of the right essure device". Concomitant products included drospirenone + ethinylestradiol (yasmin), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, anxiety and depression outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube - # of coils 2, left tube - # of coils 0 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Impression: failure of the right essure device, without ablation or occlusion of the right fallopian tube. The right fallopian tube is full y patent with peritoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/failed essure plug/failure of the right essure device". Concomitant products included drospirenone + ethinylestradiol (yasmin), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube - # of coils 2, left tube - # of coils 0. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Impression: failure of the right essure device, without ablation or occlusion of the right fallopian tube. The right fallopian tube is full y patent with peritoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and mr received : case become an incident. Aka name added, reporter added, events added- abnormal bleeding (vaginal, menorrhagia), device ineffective, depression and mental anguish. Events onset date, events severity , concomitant drug added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.